Manufacturer narrative:
Unit received with intermittent button response due to unlocked display connector. No button error alarm noted. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump down keypad button is not responsive. Customer's blood glucose was 179 mg/dl at the time of incident. No further information was given.